Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a nonsustained ventricular tachycardia event was stored within this device. Upon review it appeared to be noise with oversensing which resulted in approximately a five second pause. The patient is pacemaker dependent and an in-clinic evaluation was going to be completed. It was noted that the lead impedances and capture thresholds have been normal and no alerts were noted. Boston scientific technical services (ts) discussed with the field representative evaluation suggestions at the time the system is checked. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that an in-clinic device evaluation was performed. The noise was reproducible with isometrics. The device did not sense the noise, but it was visible. Impedance measurements were stable. A lead revision was performed and the right ventricular (rv) lead was surgically abandoned and a new rv lead was implanted. This generator remains in service. No additional adverse patient effects were reported.